Event description:
It was reported that the pump¿s sleep/wake button was intermittently unresponsive several times per week since receipt, with no vibration feedback when pressed, while the device could be awakened via the charging pad and a firmware update was available and installed during the call. Symptoms included no injury or clinical effects. Outcomes included no impact on therapy continuation or need for medical intervention. Investigation included remote troubleshooting and user education, including verification of a software update. Investigation of this case revealed an intermittent user interface activation failure associated with the sleep/wake control, with the device otherwise functioning when awakened through the charger; postmarket guidance indicates such behavior can relate to firmware performance. It was concluded, based on previously established findings for similar reports, that the cause was software-related performance, addressed through a firmware update.